Event description:
Per the clinic, the patient experienced a performance decrement due to migration of internal device. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.